Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). Olympus (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from all channels of the subject device. The testing result cleared the (B)(6) guideline. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from two channels of the subject device. [First time; (B)(6) 2018], filamentous fungus (2 cfu /100ml). [Second time; (B)(6) 2018], unspecified microbes (8 cfu /100ml). [Third time; (B)(6) 2018], unspecified microbes (> 150 cfu /100ml). The facility had been manually reprocessed the device using peracetic acid. There was no report of infection associated with this report.